Manufacturer narrative:
E1 reporting address line (B)(6). Analysis was performed by remote service personnel which included communication with the customer. A check of the system revealed that the volume had been lowered in the speakers. The results of the analysis were that the audio was configured to a volume too low to be heard. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the audio configuration. The issue was resolved by resetting the volume to an audible level. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on the patient information center ix indicating that alarms at the central station were not sounding. The device was in clinical use on a patient at the time of the event. No adverse event was reported.